Event description:
It was reported that a spectrum pump alarmed constantly displayed the close door message. It was also reported that there was no patient involvment.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the reported close door message. It was observed that the force required to secure the pump door was above expected levels and if not applied may cause door to not properly close. This was determined to be caused by the door hooks being out of adjustment. As a result, the door hooks and latch pins have been replaced.